Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician attempted to use an inpact pacific drug eluting balloon to treat a lesion in a patient. It was reported that a balloon twist occurred. No patient injury reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.